Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube measuring approximately 2.0545'' from the distal tip. The instrument appeared to have detached fragments. Components adjacent to this broken main tube did not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument was broken at the distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material missing or detached from the portion of the device that enters the patient¿s body. There were no broken cables.